Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment on guidewire occurred. The target lesion was located in the calcified 3rd mid superficial femoral artery (sfa). A 7x40x130mm innova bare metal stent was deployed perfectly with no problem. During withdrawal of the device, the catheter got stuck on a 260cm non-bsc guidewire distally. The physician wanted to flush the catheter shaft in order to remove it, but he couldn't do it very well due to the design of the handle. The device was removed. No patient complications were reported and the patient status was ok. In the opinion of the physician, the issue was due to the big hydrophilic problems of the non-bsc guidewire. This product is only ous approved but it is similar to an approved us device.